Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and gong alerts) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing and failed a pulse test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing gong alerts and that the monitor case was damaged.